Event description:
Pt's cadd legacy pump malfunctioning - it is hard to turn on, then it keeps beeping and then it won't shut off. She has put new batteries in it and it is still not working. It is not the one she is hooked up to, so no harm to pt. Device serial number is (B)(4). Shipping new pump. No further info available. Frequency: continuous. Diagnosis or reason for use: i27.0 primary pulmonary hypertension.